Manufacturer narrative:
Return of the device was requested from the customer but not provided for analysis. Medtronic cannot confirm or deny the complaint of the missing suture holder as no product has been returned. An analysis of this occurrence could not be performed without the returned product. Therefore, the cause of this complaint could not be determined. The device history record could not be reviewed as no lot number was provided. No trends warranting escalation related to this occurrence were noted. There were no adverse patient effects as a result of this incidence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following use, the customer reported they misplaced a part of the octobase suture holder during a case. They performed x-rays post-op and no insert was left inside the patient. The customer could not confirm ifa device count was performed prior to the procedure. No adverse patient effects were reported as a result of the reported event.

Manufacturer narrative:
B5.desc evt problem - correction. Removed the statement 'images attached' from the previously submitted text, as not relevant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following use, the customer reported they misplaced a part of the octobase suture holder during a case. They performed x-rays post-op and no insert was left inside the patient. The customer could not confirm if a device count was performed prior to the procedure. No adverse patient effects were reported as a result of the reported event. .

Manufacturer narrative:
Medtronic investigation is on-going. A supplemental MDR will be submitted following investigation completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following use, the customer reported they misplaced a part of the octobase suture holder insert during a case. They performed x-rays post-op and no insert was left inside the patient. The customer could not confirm if a device count was performed prior to the procedure. No adverse patient effects were reported as a result of the reported event. A device lot number was requested but could not be provided by the customer.